Event description:
It was reported that an unspecified quantity of clearlink system y-type blood/solution sets were causing loading issues with the novum iq pump. The loading error was at the air bubble sensor (sensor number 2). The device contained saline. This was observed during setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Pressure and clear passage under water testing were performed on the sample; the device was found to be within the product specifications. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.